Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopic procedure, part of cannula detached from the top portion of the port, and they noticed that a small orange circular foreign body within the abdomen of the patient, it was retrieved and determined that it was originated from the orange cap the ports. There was no patient injury.